Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power down and have to be rebooted. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related, the customer indicated the device use did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would power down and have to be rebooted. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related, the customer indicated the device use did not cause or contribute to a serious injury or death.